Manufacturer narrative:
B3: date is approximate continuation of d10: product ID: 97745, serial# (B)(6), product type programmer, patient product ID: 977c265, serial# (B)(6), implanted:(B)(6) 2022, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they dropped their controller 3-4 weeks ago and the controller hit the floor on the corner and completely fell apart. Patient said they were able to assemble the controller back together with rubber binders, but now the controller was not working and they were seeing a message that said 'settings not available' on the screen. Patient said they couldn't get the controller to 'connect' (agent understood was not communicating with ins). Agent reviewed meaning of message and redirected patient to healthcare provider if message persisted after replacement of controller. A replacement controller was sent out. No symptoms were reported. Additional information was received from the patient and a manufacturer representative (rep). Patient called back stating that they received the replacement controller related on this case. Patient was not able to call us right away due to personal issue. Patient reported seeing 'settings not available' on the controller screen. Patient mentioned that they do not feel the therapy or anything at all. Patient had the controller fully charged and ins at 30%. Agent had the patient reset the controller and switch from group a to group b. Agent instructed patient to increase stimulation but same message shows up. Agent redirected patient to hcp to address programming concerns. The rep called and stat ed that the patient is having impedance issues just on the right side of the paddle. The patient was having unrelated health issues and not using their stimulation, however now went to use it again and got an oor message stating "settings not available" and wasn't able to connect. Rep states they re-programmed the patient. Tss reviewed possible factors leading to impedances, including scar tissue, fluid, connectivity. Rep plans to speak with the physician. Rep was unsure when this started and was notified last week.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative(rep). Rep mentioned they have no other information on this matter. Rep also mentioned the device is still implanted so unable to return anything at this time.